Manufacturer narrative:
Correction:device details updated. This report is submitted on 17 june 2020.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at implant site (date not reported); additional information was requested but not made available as of the date of this report.